Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast reconstruction surgery with an unknown mentor silicone prosthesis experienced right sided rupture post procedure. As a result, bilateral replacements was performed per follow left) cat#:shpx-650 sn#:(B)(4) and right)cat#: shpx-650 sn#:(B)(4) on (b)(46) 2020.

Manufacturer narrative:
On august 15, 2020 additional information received, revealed the identity of the suspect device which is cat#:3505800bc, lot#: 7290240. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual inspection, the device was found to be ruptured and incomplete. Microscopic examination was performed and the cause of the tear could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that the age unit (a2) mistakenly selected as years in initial report., since the age of the patient was unknown the correct selection is none. Manufacturer¿s reference number: (B)(4).